Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection after her 7 day wear of the adc freestyle libre sensor. Customer further reported developing "itching, warmth, red skin and pus" at the sensor site and had contact with a healthcare professional who prescribed zitromax (azithromycin - antibiotic) and betadine for treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing an infection after her 7 day wear of the adc freestyle libre sensor. Customer further reported developing "itching, warmth, red skin and pus" at the sensor site and had contact with a healthcare professional who prescribed zitromax (azithromycin - antibiotic) and betadine for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted.